Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (packing coil), and a non-penumbra catheter. The physician successfully placed two non-penumbra coils at the target location. The physician continued to advance the packing coil despite resistance, during which the microcatheter repeatedly kicked back, followed by unintentional detachment of the packing coil. A snare device was used to remove the detached embolization coil from the patient. The procedure was completed with additional ruby coils, non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. The pusher assembly was not returned for evaluation; therefore, the root cause of the coil detachment could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage may have occurred during manipulation against resistance during use and while snaring during removal from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.